Manufacturer narrative:
Medical devices: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they were feeling little electrical ¿tickles¿ in the brain, which were not painful. The neurologist tested everything out and said it was fine. The patient¿s head was also reportedly pitching forward, so they started physical therapy, which is when the ¿tickling¿ started. The head pitching originally started prior to implant, but has gotten worse since a little before (B)(6) 2017. It was later reported by a friend/family member of the patient that the ¿tickles¿ had to do with the rehab exercises for their neck. The patient feels the tickling in the brain when moving their neck. It was noted they would try following up with a manufacturer representative (rep) to check the device. No further complications were reported.